Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav eco catheter (model# d-1282-11-s, lot# 30044800l). Soundstar eco 8f catheters (model # m-5723-17, lot# e8106909 and e8106804). Soundstar eco 8f catheters (model # m-5723-17, lot# e8106804). Lasso 15 mm catheter (d-1220-38-s/30014193l). (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (paf) ablation procedure for atrial fibrillation with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. When the soundstar catheter was connected to the patient interface unit (piu), the echo image suddenly disappeared. No error message was displayed on the system. The catheter was reconnected and the electrocardiogram (echo) machine was rebooted. However, the issue reoccurred. The issue was resolved until the catheter was replaced with another soundstar catheter. During the ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed with echo. Pericardiocentesis was performed to drain the fluid from the pericardium. The blood pressure recovered but dropped down again and pericardial effusion increased. An open chest surgery was required. The physician commented that the cause of the tamponade was maybe an excessive ablation of left atrial appendage (laa) and not due to a product issue. There¿s no information regarding patient¿s condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The echo imaging issue on the soundstar is not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in health is remote. However, the cardiac tamponade has been assessed as reportable.

Manufacturer narrative:
On 7/26/2018, biosense webster received additional information regarding this event. The patient was male, and his condition has improved post-operatively. There were no factors cited that might have contributed to the adverse event. There were no issues or error messages observed on any bwi equipment during the ablation. Transseptal puncture was performed with an unknown needle. The generator was in power control mode at the time of injury. No other information will be made available. Manufacturer¿s reference number: (B)(4).